Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. The device was connected to a docking station. On (B)(6) 2013 at approximately 2030, the customer contact reported that the device alarmed for power loss. At that time, the device immediately powered off and would not power back on. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During review of the history by the customer contact at the user facility, an error code 15/000/001 (power down error) was noted. Though requested, no additional information was provided.